Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the blade penetrated the bone. On (B)(6) 2022, the patient underwent the orif surgery for trochanteric fracture of femur. On (B)(6) 2022, a revision surgery will be performed. This report involves one (1) 12mm/125 deg ti cann tfna 170mm - sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Reporter is a j&j employee. Part # 04.037.212s, synthes lot # h768777, supplier lot # h768777, release to warehouse date: 07 nov 2018 expiration date: 01 nov 2028, manufacturing location: (B)(4) no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.